Event description:
It was reported that tip fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. An 8.0 x 40, 75cm mustang balloon catheter was selected for use. During preparation, the distal tip was noted to be fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.